Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical inc. (Isi) field service engineer (fse) replaced the usm. An RMA was issued to evaluate the isi device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the universal surgical manipulator (usm) 1 had an error 32098 on the blmc (brushless motor controller), reported by acm in the usm 1. The error persisted after the system was restarted. The procedure was converted to laparoscopic surgery.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the occurrence of error 32098 pointing to the brushless motor controller (blmc) on the universal surgical manipulator (usm) 1. The fse replaced the affected usm to resolved the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, the 32098 error was found confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 32098 error was triggered, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where chipencoder virtual absolute (cva) characterization and rotor calibration was found to be failing from the axes controller motor (acm). Once testing was completed, the acm printed circuit assembly (pca) was further tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported issue can be attributed to an electrical/fiber optic fault of the acm pca within the affected usm. This issue can be resolved by disabling the affected usm and replacing it via fse service or switching to a different patient side cart (psc).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: a2, a3a, a3b, a6, h1, h2, h6, and h11. Additional information: one additional port was placed as a result of the conversion of the case to traditional laparoscopic surgery.